Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson¿s dual movement disorders. The patient reported zapping from the ins. The patient stated that this began about 5 months ago, and is occurring exactly where the ins is. It happens out of the blue and when the shock occurs is lasts for 3 to 4 seconds. The patient stated that the shock is pretty painful and makes their arms spasm; they stated that it feels like a nerve conduction test. The patient¿s voltage is at 2.7v. The patient had the device checked five months ago. There are no falls associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator (ins) determined that the output and telemetry were acceptable; however, the battery is near normal battery depletion. Due to the reported complaint, a connector block leakage test was performed and normal impedence's were observed, indicating there were no electrical leakage paths in the connector area. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.